Event description:
The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the trilogy ev300 ventilator inoperative (reinstall software fail error) condition occurred. In conclusion, the device's printed circuit board assembly was replaced to address the issue. The root cause is confirmed at this time.